Event description:
A burning sensation when wearing contacts with a soreness of my eye. Began to get a very bad headache after wearing contacts for a hour or two (usually wear them comfortably for at least 10 hours). I threw out the contacts and put new ones in from that box. All contacts in the box gave me intense headache and a burning sensation of dryness. From the coopervision breathable contacts. When I looked at the website I found out today, on (B)(6) 2011 that my lot number was recalled on the 15th and I was never notified. After second set of lenses in that box have been thrown out, I spent a day without contacts and just my glasses and the burning gradually went away. After putting in last pair, I began to see redness and burning occurred within an hour. Contact became very blurry and I was unable to take them out because I had been far away from home (where glasses are). I found it nearly impossible to drive with the contacts in because my eyes were so dry and burning that I had to repeatedly blind. This is the first time I have ever had a problem with a contact lens, and I have been on this product for 8 yrs. Dates of use: (B)(6) 2011. Frequency; weekly.